Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that the ipg was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mvp pause suppression feature of the implantable pulse generator (ipg) caused the patient to experience atrial fibrillation (af) and atrial tachycardia. It was noted the atrial electrograms (egm) were not displayed appropriately. The device will be reprogrammed. No further patient complications have been reported as a result of this event.